Event description:
A (B)(6) female patient contacted lifecor customer support to report that there are wires exposed at the rear therapy electrode pads. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (exposed wires) has been confirmed. Upon receipt, the rear therapy electrode pads and all of the cables along with them were missing. The root cause of the missing therapy electrode pads and cables was likely a result of excessive force. Upon evaluation, the remaining parts of the belt was found to be fully functional. No adverse event resulted from the faulty electrode belt. The patient received a replacement electrode belt.